Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 5/3/2024. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please confirm the number of procedures where the needle breaks. Please specify the number of needles affected per procedure. Please confirm the number of procedures where the needle bends. Please specify the number of needles affected per procedure. Were there any patient consequences? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that patients underwent unknown procedures on unknown dates, and suture was used. The instrumentation staff stated that in procedures with a long section of suture with a single suture, the needle broke, and they must use another one. In some cases, the needle only bent. Further information has been requested.